Event description:
Customer reported, an unexpected negative reaction on the echo during validation. Customer tested capture-r ready-ID extend I on a patient sample with a history of anti-jka and one test well was non-reactive, the remaining jk(a+) cells were reactive.

Manufacturer narrative:
Review of the instrument well in question indicates a fuzzy button and a halo around the button. The results files show that the well score was ?0?; this well was homozygous for jka and should have been positive. Review of the instrument's camera report shows all values are within expected ranges. The customer did not have enough sample to return for investigation testing or to perform a manual capture panel. It is not possible to rule out the sample as a cause of the event.